Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, who was in cardiac arrest, the device took an extended amount of time to power on, prompted "low battery" and then powered off. Complainant indicated that the pt subsequently expired.